Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).

Event description:
Medical records confirmed that an additional smith & nephew product was used in the same procedure as (B) (6) in infomed (calaxo post-op).